Manufacturer narrative:
Additional information: b5 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 08feb2024. The event occurred during insertion and the wire guide was "curling up". The wire guide was not pulled/manipulated backwards or removed through the entry needle. Blood return was noted upon insertion of the access needle prior to advancement of the wire guide. Access was obtained using ultrasound guidance.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: as reported, during a peripheral procedure with femoral access, a micropuncture transitionless stiffened cannula access set's wire kinked and then unraveled, however, the wire remained intact. A section of the device did not remain inside the patient. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Additional information was received 08feb2024. The event occurred during insertion and the wire guide was "curling up". The wire guide was not pulled/manipulated backwards or removed through the entry needle. Blood return was noted upon insertion of the access needle prior to advancement of the wire guide. Access was obtained using ultrasound guidance. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. A visual inspection of the returned device was conducted as well. The complaint device was returned to cook for investigation. The device began to unravel at 35 centimeters from the proximal end. The unraveled portion was approximately 31 centimeters in length. Measuring from the distal tip, a knot was noted in the wire guide at approximately 2.4 centimeters. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU states, ¿withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, the returned complainant device, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that this event can be attributed to a component failure without a design or manufacturing issue. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3 - occupation : (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a peripheral procedure with femoral access, a micropuncture transitionless stiffened cannula access set's wire kinked and then unravelled, however, the wire remained intact. A section of the device did not remain inside the patient. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.